Manufacturer narrative:
Functional testing was performed on the returned cartridge and no failure was identified related to the reported issue, as reported issue was due to use error.

Manufacturer narrative:
Per tandem's x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 50mg/dl due to delivering too much insulin for lunch. Juice and glucose tables were consumed to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.